Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1922. The pt had two leads implanted with the same lot number it was reported the pt was not receiving effective stimulation for migraines (off label use). The pt is considering other therapies and may need an MRI. Surgical intervention is pending to explant the pt's scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.